Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during a sleeve gastrectomy procedure that after the first firing it was noticed that the anvil was bent when attempting to reintroduce the device into the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.